Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use of implantable pulse generator (ipg) the patient experienced phrenic nerve stimulation and . Diapragmatic twitching on left side during use of left ventricular (lv) lead. Device re-programming of lv output was performed. The ipg and lv lead remain in use. No patient complications have been reported as a result of this event. This patient is a participant in the adapt response clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.